Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 09/16/2013 with the following results:testing was unable to duplicate the complaint. No defect was found. Power issues observed in the black box but not duplicated during the investigation. No damage found to the battery compartment or returned battery cap. Returned battery cap attaches to the pump with no issues and no visible yellow o ring. No power interruptions were duplicated during 24-hr duration test using the returned battery cap. No intermittent conditions observed with returned battery cap or pump. Height and width of returned battery cap are within specified range. Removed the pump cover; no evidence of loose components or moisture contamination identified inside pump. . Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the patient claimed the animas insulin pump has intermittent power issues. The subject pump is allegedly rebooting twice within the past month. The subject pump did not have physical damage or moisture within. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the power issue.